Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the syringe.hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bci), and reported that right syringe is leaking in synchron lx I 725 clinical system. No injury has been reported in connection with this event.